Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive the performance data collected from the device and have analyzed these data. Power on reset (por) parameters noted. There was a critical ram parity error logged on (B)(4)-2011 in address "05 0e". Por severity is considered low as device should be able to fully recover after the reset.

Event description:
It was reported that the implantable pulse generator (ipg) had a partial electrical reset due to a critical ram (random access memory) parity error. The ipg was reset without difficulty and remains in use. No patient complications have been reported as a result of this event.